Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient had intermittent low flow alarms during the postoperative period secondary to running the pump low to protect the patient's right ventricle. The patient's backup heartmate 3 system controller received a software update updating the low flow limit (lfl). Additional information revealed that the low flow alarms were caused by atrial fibrillation with rapid ventricular rate (afib-rvr) with hypertension (htn). The low flow alarm resolved. There were no patient symptoms as they were intubated/sedated at time of alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion . A direct correlation between the device and the reported cardiac arrhythmia and hypertension could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C , lists cardiac arrhythmia and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 13jul2022. No further information was provided. The manufacturer is closing the file on this event.